Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned as it was disposed, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure for polyps treatment. During the procedure, the resolution 360 clip during attempted deployment would not separate from the catheter. This clip was teased from the tissue and removed. The procedure was completed with another device. There were no patient complications reported as a result of this event.